Event description:
It was reported that during a sleeve gastrectomy the echelon+ stapler failed to fire and lock out occurred. Manual override was required as the knife reverse switch failed to return the knife to the home position. Scrub nurse noted that the gore buttressing took longer to load than usual and that it appeared some of the staple drivers appeared to have been engaged. Reload kept for examination. The surgery was delayed 5 minutes. Knife reverse switch toggled with no success, manual override required to return knife blade and open jaws of stapler off the tissue. The procedure was successfully completed.

Manufacturer narrative:
(B)(6). Date sent 9/25/2024. D4 batch # unk. Photo analysis: during the visual analysis, the following was observed: the photos show an open anvil with a green reload and some unformed staples can be seen. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/16. Additionally the body's reload from left side returned damaged. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 902c10, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9dr9w, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?